Event description:
It was reported that the product heated up during an ent procedure. There were no user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found on the bearings. Corrosion can lead to increased friction between rotating components, which can generate heat.